Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s.device evaluated by manufacturer? No - lens not returned.(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -09.00 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to inadequate vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op ucva was 20/16.